Event description:
It was reported that patient underwent shoulder procedure on (B)(6), 2011. During the procedure, the surgeon implanted an anchor into the patient. Subsequently, upon removal from the joint, one of the prongs from the inserter had fractured. The prong was retained by the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under "precautions", it states, "intraoperative fracture or breaking of instruments has been reported". Fracture artifacts suggest a bending overload. This report submitted (B)(4), 2011.